Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported high blood glucose. Customer stated woke up with high blood glucose over 500 mg/dl. Customer stated it showed that settings alarm went off during the night. Customer treated with injection. Customer got back to troubleshoot for high blood glucose. Customer's blood glucose was 286 mg/dl. Troubleshooting was done. Customer does not want to continue the troubleshooting and stated she will continue to use the insulin pump and will call back for any issues.